Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator (mtm) instrument was analyzed. The reported failure of error 23025 along axis 2 was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the site called mid procedure to report they were having a repeated recoverable fault 23025 pointing to the master tool manipulator left (mtml) on surgeon side console (ssc) 2. Prior to calling, site had already rebooted the system and the error came back. Site continued with the case with ssc 1 after disabling mtml on ssc. The intuitive technical support engineer (tse) reviewed the error logs and found errors 23025 pointing to mtml axis 2 on ssc2. The procedure was converted to the other ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the customer believed the system initially powered on without errors. The da vinci technical support was contacted for troubleshooting and full troubleshooting was completed. Actions taken included: turning off/on the system but the issue persisted. The customer had to use one console rather than two. The faulty console has been turned off and disabled. The procedure was supposed to start with both sscs; however, one of them showed the error from the outset prior to starting the procedure. The procedure was intended to be performed with both sscs as this was joint surgery with another surgeon (colorectal team and gynecology). The procedure was not abandoned but completed with one console.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the issue but replaced the master tool manipulator left (mtml) as a precaution. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. A supplemental MDR will be submitted if any additional information is received.